Event description:
The manufacturer received reports of black particles in the water chamber. The patient states that she uses distilled water and regularly cleans the water chamber in the dishwasher. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed